Event description:
A malfunction alarm with code [12-0x2071] was reported, with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset.